Event description:
It was reported during a bph prostate procedure that the fiber exhibits ¿broken probe¿ at 170,748 joules and 21:07 minutes of usage, no additional information provided. The fiber was exchanged and the case was completed. Patient outcome: no injury to patient or user reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-426a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.